Event description:
It was reported that this pacemaker exhibited intrinsic amplitude out of range on the right atrial (ra) lead. Additionally, undersensing on the stored right atrial automatic threshold (raat) test electrograms (egms) was observed. Technical services (ts) was consulted and a review of parameters to ensure an adequate sensing safety margin was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited intrinsic amplitude out of range on the right atrial (ra) lead. Additionally, undersensing on the stored right atrial automatic threshold (raat) test electrograms (egms) was observed. Technical services (ts) was consulted and a review of parameters to ensure an adequate sensing safety margin was recommended. No adverse patient effects were reported. At this time, this device system remains in service.further information was received that this system exhibited loss of capture (loc) during the right atrial automatic threshold (raat) test. Additionally, ts noted far field oversensing resulting in inappropriate mode switching. All other lead parameters were noted to be within range. No adverse patient effects were reported. At this time, this device system remains in service.